Event description:
The patient called alleging high readings on the lifescan meter. The patient felt shaky prior to testing and received a 210 mg/dl and took insulin after attempting to use the meter. No information on how soon after, the patient went to the hospital and the reading on the hospital device was 310 mg/dl. The patient was treated with insulin in the hospital. The patient had not been cleaning the meter accordeing to the owner's booklet. Cleaning the meter incorrectly can lead to false blood glucose readings. The technique of applying blood on the test strip was correct. The meter failed using the check strip test twice. The patient was unable/unwilling to verify the unit of measurement. Customer service sent the patient a replacement meter. Based on the information provided, this case is being documented as a malfunction, since the meter failed twice using the check strip. The patient suffered a serious injury, however, there is no evidence at this time that the meter contributed to the injury, since there is no information on the time difference between the two readings.